Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: study coordinator . The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Regarding the product codes gr3525 and gr3526, which were reported to be potentially involved in this case, the manufacturing record was checked to see if a combination with lot 200629 existed. As the combination of gr3525 and lot 200629 only was confirmed, it was conceivable that the involved product code was gr3525. Review of the manufacturing record and the product-release judgement record of gr3525/lot 200629 combination confirmed that there were not any anomalies in them. Regarding gr3525/lot 200629 combination, a search of the complaint file found no other similar from other facilities. According to the investigation results, no anomaly was found in the records regarding gr3525/lot 200629 combination. The actual sample was not available for analysis, in addition, the details of occurrence were unknown, therefore, it could not be clarified the causal link between the actual sample and the reported mild spasm. Ashitaka factory is always continuing diligence in maintaining the product quality by performing thorough work and inspections, for example, as follows. The outer diameter of the product is controlled. The homogeneity of the hydrophilic coating solution is guaranteed by controlling the balance of materials and the stirring time. The uniformity of the hydrophilic coating layer is guaranteed by controlling the application conditions (coating speed and immersion time). After the application of hydrophilic coating, sliding performance is checked to ensure that the hydrophilic coating has been applied properly. (B)(4).

Event description:
The source of this report came from a registry and the following adverse event was found on review: the user facility reported that the patient had a mild spasm in the radial artery upon advancement of the 1.5 mm j wire. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 18 feb 2022: the procedure performed was a prostatic artery embolization (pae). There was no medication given to the patient. There were no other procedures performed to mitigate the issue. A large tr band was used after the procedure.